Event description:
A user facility clinical manager reported that a visible external dialyzer blood leak occurred twenty-eight minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, did not alarm, but is not expected to. Blood leak test strips were not used. There was a crack in the header of the dialyzer. Fresenius bloodlines were also in use. The patient¿s estimated blood loss (ebl) was approximately 300ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, blood was noted in the threads of the dialyzer on the cavity ID end. A sliver was visible under the header on the cavity ID end. Upon removal of the header cap the sliver was found to be polyethylene (pe), at approximately 20°, with the ports positioned at 0°. The pe sliver extended under the o-ring. No other damage or irregularities were noted on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinical manager reported that a visible external dialyzer blood leak occurred twenty-eight minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, did not alarm, but is not expected to. Blood leak test strips were not used. There was a crack in the header of the dialyzer. Fresenius bloodlines were also in use. The patient¿s estimated blood loss (ebl) was approximately 300ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.